Manufacturer narrative:
This report is submitted on october 25, 2018.

Event description:
Per the clinic, the patient developed an infection and was administered oral antibiotics (date not reported). Subsequently, the patient underwent surgery to explant the device on (B)(6) 2018.

Manufacturer narrative:
This report is filed on july 24, 2019.